Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample cannot be confirmed for sheath deformation as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: during emergency treatment for rca#2, the pci was performed via right femoral approach via 6 french sheath. A pre-deployment angiogram was performed. The puncture site was distal to the inguinal ligament of the right common femoral artery. After the treatment, the angio-seal device was used for hemostasis. When the locator/insertion sheath assembly was attempted to be inserted into the artery, the insertion sheath was deformed and could not be inserted. The device was therefore removed from the patient and was replaced with another angio-seal device to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The patient was being followed up. The estimated blood loss was less than 250cc. The vessel's diameter was 8 mm.